Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the implantable neurostimulator battery ran out a couple of months prior to the report (confirmed as 2018) due to not recharging which resulted in a loss of therapy. The patient would like to get the battery charged up in order to have an MRI. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that MRI compatibility guidelines were requested. The MRI was for the lower back and neck. It was not due to a problem with device or therapy. The patient further reported it was taking too long to charge. The patient stated they charged the ins recharger (insr) but the insr was not charging the ins. The patient was last able to successfully charge the ins 7-8 months ago. The patient stated the device is no longer charging and dead. The patient stopped using the device because patient had to charge the device too often and sit or lay to charge device for 1-2 hours at a time. The patient stated the device was too difficult to charge. The patient did not feel the device was providing enough relief to deal with the charging of the device. The patient was redirected to their healthcare provider to discuss possible over-discharge. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.